Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports that the the accord cable with clamp was cut off when tensioner was applied, and that it had shifted several times. Per email correspondence, the broken piece was removed, but fine fragments may still be in the body. Post-op x-rays were requested, however it was unknown if any were obtained to confirm the presence of any fragments. The procedure was completed using a backup device with no patient injury and a minimal delay. No further clinical assessment is warranted. A review of the complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but are not limited to, excessive forces applied or surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during procedure the acc 2.0mm cocr cable w/clamp was cut off when tensioner was applied. It had been shifted several times. Instruments inside the patient. It can not deny possibility of remaining in the body. The procedure was completed with a delay less than or equal to 30min with a smith-nephew back-up device. No patient injury or other complications were reported.